Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a lost sensor alarm, no communication between the insulin pump and transmitter, failed batt test, prime/fill anomaly, rewind anomaly, no delivery/occlusion alarm, and no current code/category. The customer reported no adverse events. The event involved products mmt-7811na, mmt-1715k, mmt-7020a, mmt-332a, and mmt-397a. The customer reported a past insulin flow-blocked alarm. The customer reported receiving a battery alarm. The customer reported a loss of communication between the transmitter and the pump. The customer received the calibrate now alert or the calibration icon, which decreased the time for the next calibration. No harm requiring medical intervention was reported. No product return is required for mmt-7811na. No product return is required for mmt-1715k. No product return is required for mmt-7020a. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
Unit power up properly after battery installation. A set p-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No failed battery alarms or no delivery noted during testing. Unit rewound properly during testing. No unexpected alarms noted during rewind, prime/fill or during self test. Unit functioning properly. Pump received with normal operating currents. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download history review no relevant alarms confirm in download history files to confirm complain code. Unit was programmed with test transmitter link (g). The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Mg/dl were successfully transfer and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No transmitter anomalies were noted. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage and all connectors were plugged in properly during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), label damage (faded), cracked case and scratched case. In conclusion, customer concerns for lost sensor alarm, no communication between the insulin pump and transmitter, failed batt test, prime/fill anomaly, rewind anomaly and no delivery/occlusion alarm were not confirmed. Unit tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.